Event description:
During a vitrectomy procedure, when the vitrectomy function was selected, the scissors came on. The nurse exited out of the vitrectomy mode, reselected the function and the unit worked. There was no report of pt injury.